Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was receiving inaccurate sensor readings. The site was advised that the sensor may not be stable and should recalibrate once stable to prevent further recalibrations. The physician elected to recalibrate via echocardiogram. The sensor was recalibrated by 26 mmhg. The sensor is still not stable and may need additional recalibrations.